Event description:
The customer reported that the drive support cap was damaged and he kept pushing back in. The blood glucose reading was 126mg/dl. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Insulin pump was received in with cracks to the reservoir tube, case and a scratched lcd window. Drive support disk was inspected and no anomaly was noted.